Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The reported device was received for evaluation; the event was confirmed. Evaluation found the device was broken. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is labeled for single-use and occurred the initial use of the device.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device broke. There was patient involvement; no patient impact.